Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
Additional information received: the patient is smoker and has diabetes. Additional FDA coding being added after investigation of device. Adding additional health effect, clinical code 2377. This is a follow up report to add this additional code. Additional FDA coding being added after investigation of device. Adding additional investigation conclusions code 50. This is a follow up report to add this additional code. This is to correct and remove the codes that were initially reported - removing codes for: medical device problem code: 2408. The correct codes for this complaint are: medical device problem code: 1863. This is a follow up report to correct this code.